Event description:
Peg tube broke in half as surgeon removed pulling tube from incision. Procedure was stopped, tube remaining removed, new kit opened and peg tube placed.======================manufacturer response for flow 20 push-s; percutaneous endoscopic gastrostomy set, (brand not provided) (per site reporter).======================cook rep came to our facility and gave suggestions. We will have an inservice based on their suggestions.